Manufacturer narrative:
This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device battery was swollen. No specific event details were provided. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional info was provided.